Manufacturer narrative:
Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 45 mg/dl. Reportedly, customer took too large a correction for the amount of carbohydrates consumed. Bg was addressed by consumption of carbohydrates. Reportedly, customer continued to use the pump for insulin delivery.